Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged for possible under delivery and had high blood glucose of over 200mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 200mg/dl. Customer did not want to perform troubleshoot for high blood glucose. Insulin pump will not be return for analysis.